Event description:
During lasik procedure, ziemer femtosecond laser created a linear pattern on right eye that did not cut. Prior to surgeon lifting the flap, flap appeared normal. When surgeon attempted to lift the flap, it was split into sections with a remaining, attached center sliver. Surgery was aborted. Bandage contact lens applied.